Manufacturer narrative:
This is a retrospective MDR submission. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in metabase (patient database) that the patient did receive one positive curative test result. The patient's test sample was collected on january 13,(B)(6) patient's sample resulted in a viral CT value of 36.5 which falls under the repeat range. The second run resulted in a viral CT value of 37.1, which falls under the positive range. No corrections were made to this test report upon release to the patient. Per the clinical lab's investigation, the sample was resulted correctly and any contamination to the patient's sample was ruled out. The patient's sample was located on (B)(4) at position f10. Plate (B)(4) was extracted by kingfisher. Kingfisher 2 was used to extract (B)(4) using bind bbd lot 18523900, wash lot 18525000, elution lot 201712, and lysis lot 18371900. (B)(4) at position b3 was extracted manually. There were no samples around position b3 on the (B)(4) with an extremely low viral CT, which have a higher potential to produce contamination during specimen processing. The lowest CT viral value on the plate was 27.19. The reagents used to test the patient's sample were within specifications, not expired, and passed qc and the floating blank was in the correct position. A floating blank is a well on a 96-well pcr plate that is intentionally left blank (has no specimen) that is used to help verify the correct orientation of the plate in the pcr result software when the plate is undergoing review. Master mix batch (B)(4) was used for pcr. A cls resulted this plate and it was confirmed by another cls it was a low end positive. The first run viral CT value was a 36.5, which falls under the repeat range. The second run resulted in a viral CT value of 37.1, which falls under the positive range. The email's subject line contained "correction to results" which may have confused the patient. Per the clinical investigation, this was a typographical error and the issue has been fixed. This was caused by a typographical error in one of our variable names, which resulted in the incorrect email subject line being attached to the email. The email itself was the correct template and showed the patient's correct result. The variable name was amended, and now the correct subject line is attached to result emails. This was discovered and corrected within a day. A response letter outlining the findings of the investigation was sent to the patient on march 19, 2021. A copy of the letter is attached. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.

Event description:
Per the FDA medwatch letter, the patient reported the following false results for covid-19. I tested for covid-19 via a pcr test (nasal swab) given on (B)(6)2021 by (B)(6). I received my results via e-mail and text message on (B)(6) 2021. Upon retrieving the email, it stated correction to result and that I had tested positive. Apparently, I was sent a negative result and then was sent a positive result. I was reported to my local health department and had to isolate myself for 10 days. I retook the covid-19 rapid-result test (molecular/nasal swab) on (B)(6) 2021 at (B)(6). The test came back negative. I believe that (B)(6) somehow made a mistake on handling my test. I question that if they mixed my test result with someone else then there is a possibility that someone was given a negative test result that is actually positive. I have the documents from both test results if needed. Close family and friends that were close to me at or around the test was given, also tested negative for covid-19 at other (B)(6) testing sites.